Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was cracked. The customer did not know how it became cracked. Reportedly, the touchscreen was unresponsive and the pump was no longer functional. The customer's blood glucose level was 204 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.